Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that during the implant procedure, there was no communication following interrogation of the implantable neurostimulator (ins). Another physician programmer was tried with the same negative result. After one more unsuccessful attempt, another ins was used all went fine. There were no other concerns.